Event description:
A hospital in (B)(6) reported to a fisher & paykel healthcare (fph) field representative that a (B)(6) allegedly sustained a "low temperature burn" on the head while using a reusable infant single heated breathing circuit with a 900mr510 reusable heater wire. It was further reported that the heated breathing circuit "was in contact" with the child's head for "several tens of minutes". From the information we have received so far, it appears that the product may have been covered with a drape at the time. The hospital also reported that a steroid cream was applied on the burnt area and that the child is now on a "recovery" status.

Manufacturer narrative:
(B)(4). The complaint 900mr510 reusable heater wire was not returned to fph for further investigation. We are currently in the process of obtaining further information from the hospital in order to assist us with the analysis and identification of a possible root cause of the event as reported. We will provide a follow-up report once we receive further information from the hospital and have completed our analysis.

Manufacturer narrative:
(B)(4). The 900mr510 reusable heater wire is a reusable device which is used with reusable inspiratory tubing. Each reusable heater wire socket assembly is electrical resistance tested before leaving the production line. Those that fail are rejected and are not released. Each assembled reusable heater wire is also visually inspected before it is packed and labelled. The assembly instructions supplied with the reusable heater wire state the following: "do not cover heated breathing circuit with sheets, towels or other materials as this may cause the tubing to overheat." "To prevent the possibility of patient burns, the breathing circuit should not be in contact with the patient's skin." Despite our request, the complaint 900mr510 reusable heater wire was not returned to fph in (B)(4) for further investigation. Conclusion: the assembly instructions for the 900mr510 reusable heater wire specify that heated breathing circuits should not be in contact with the patient's skin, and should also not be covered. In our view, based on the limited information made available, the reported incident is most likely due to incorrect set up which allowed the child's head to come in contact with the heated breathing circuit for a number of minutes. When reporting the complaint, the hospital informed us that the child was in a "recovery" status. No further information was received regarding the "low temperature burn" that the child allegedly sustained.

Event description:
A hospital in (B)(6) reported to a fisher & paykel healthcare (fph) field representative that a (B)(6) year-old child allegedly sustained a "low temperature burn" on the head while using a reusable infant single heated breathing circuit with a 900mr510 reusable heater wire. It was further reported that the heated breathing circuit "was in contact" with the child's head for "several tens of minutes" from the information we have received it appears that the heated breathing circuit may have been covered with a drape at the time. The hospital also reported that a steroid cream was applied on the burnt area and that the child is now in a "recovery" status.